Event description:
The customer questioned potassium results generated with the architect c8000 processing module. The customer uses the reference range lab reference range: 3.5-5.1 mmol/l. The following was provided: on (B)(6) 2022 sid: (B)(6) initial result 6.4 mmol/l, repeated on another analyzer: result: 6.5 mmol/l, redraw in emergency room. Sid: (B)(6) result: 4.2 mmol/l. No impact to patient management was reported.

Manufacturer narrative:
Multiple sids representing the same patient; for sids and associated test results. No further demographic information was provided. An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Manufacturer narrative:
The customer identified pre analytical sample handling issues and addressed the following: ensured transport temperature was correct, ensured samples were spun before the outpatient samples were delivered and ensured proper clot and spin time. No additional discrepant result issues have been reported since the customer addressed the preanalytical sample issues. A review of service history for the architect c8000 processing module, serial number (B)(6) revealed no additional service tickets for this issue, nor did it identify any contributing factors to the current complaint. Review of tracking and trending for the clinical chemistry systems did not identify any trends. A review of the product quality history for the lot number using search of the corrective and preventive actions (CAPA) system did not identify issues associated with the customer¿s observation. Labeling was reviewed and found to be adequate. Based on the investigation no systemic issue or deficiency of the architect c8000 processing module, serial number (B)(6) was identified.